Event description:
It was reported that a device is "burned." This did not occur during and infusion and there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. MFR report number 1314492-2013-00860 is related to the same event.